Manufacturer narrative:
Date of initial report sent: 10/08/2009. Bard MDR reference#: 1018233-2009-00120. MDR reference#: 9615742-2009-00085 (avaulta anterior biosynthetic support system). MDR reference#: 9615742-2008-00003 (avaulta posterior biosynthetic support system). Note: this report corresponds with bard's report for an "uretex to hook kit."

Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain and has sustained permanent injury, and allegedly due to mesh erosion which necessitated further medical intervention.